Event description:
It was reported that the health care professional (hcp) wanted a review of reports for the pacemaker as the patient was "found down" and hit her head. Boston scientific technical services (ts) reviewed the data and found that the right ventricular (rv) threshold is higher than the programmed output. Additionally, there was a stored episode of loss of capture on the right atrial automatic threshold (raat). The loss of capture was found on both right ventricular (rv) and right atrial (ra) channels. Ts recommended a resolution option. The device remains in use. No additional adverse patient effects were reported. Additional information received indicates that the patient was found unconscious in the original call. It was noted that the pacing impedance and capture threshold increased significantly on the ventricular channel. The impedance was within range. The rv output was adjusted, and the patient will be monitored. The device remains in use.

Event description:
It was reported that the health care professional (hcp) wanted a review of reports for the pacemaker as the patient was "found down" and hit her head. Boston scientific technical services (ts) reviewed the data and found that the right ventricular (rv) threshold is higher than the programmed output. Additionally, there was a stored episode of loss of capture on the right atrial automatic threshold (raat). The loss of capture was found on both right ventricular (rv) and right atrial (ra) channels. Ts recommended a resolution option. The device remains in use. No additional adverse patient effects were reported. Additional information received indicates that the patient was found unconscious in the original call. It was noted that the pacing impedance and capture threshold increased significantly on the ventricular channel. The impedance was within range. The rv output was adjusted, and the patient will be monitored. The device remains in use. Additional information received indicates that the device exhibited noisy signals on the rv channel. The device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) wanted a review of reports for the pacemaker as the patient was "found down" and hit her head. Boston scientific technical services (ts) reviewed the data and found that the right ventricular (rv) threshold is higher than the programmed output. Additionally, there was a stored episode of loss of capture on the right atrial automatic threshold (raat). The loss of capture was found on both right ventricular (rv) and right atrial (ra) channels. Ts recommended a resolution option. The device remains in use. No additional adverse patient effects were reported.